Event description:
Caller reported to MFR's rep in 2003 that perfusionist from medical center reported that an arrest cassette leaked. The perfusionist noticed the leak during the case. Amount of leak is unknown.